Manufacturer narrative:
Date sent: 10/24/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colorectal procedure, it is alleged that the device did not fire, and the handle jammed and would not open with the release button. Another device was used to complete the case. There were no adverse consequences to the pt.